Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: on (B)(6) 2017: 24.0 mmol/l and 8.3 mmol/l. On (B)(6) 2017: 16.1 mmol/ll and 8.1 mmol/l. No adverse event reported. Test strips are unavailable for return.